Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope displayed a no image e315 error. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the distal end adhesive needed to be replaced, the bending section cover needed to be replaced, the insertion tube bending section was crushed, the light guide tube had crush marks, the scope connector had fluid ingress, the image displayed an error code, the up/left/right angulation was out of specification, the up/down brake was not holding, the electrical safety test failed, and the automated air leak test failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to fluid invaded scope connector while the user was handling the device which led to abnormality of electrical parts. As a result, error message was displayed. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.